Manufacturer narrative:
Product analysis:the base of the broken off arm is bent and deformed, consistent with overload of the instrument.

Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during the mis-tlif surgery, the doctor found one part of the quadrant broken. The doctor had to change another one to complete the surgery. No patient complications were reported as a result of this event. The fixed arm of the retractor broke. The product came in contact with the patient, but no debris left in the patient's body.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.